Event description:
It was reported that this right ventricular (rv) lead triggered an alert for low out of range shock impedance measurements, measuring 0 ohms. Boston scientific technical services (ts) was consulted and inquired if the patient underwent a procedure on the day of the alert, however the field representative stated that they did not have that information. Further evaluation of the patient was discussed. No adverse patient effects were reported. At this time, this lead remains in service.